Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The lesion being treated was located in the mid left anterior descending (lad) artery. The physician deployed a 3.00x12 mm taxus express2 drug eluting stent. An unknown size and MFR's stent was placed distal to the taxus stent. Patient was taking aspirin and plavix. Approx 3 years post the initial procedure, a thrombus was located in the previously deployed 3.00x12mm taxus stent located in the mid lad. The distal stent was clear. A non-bsc aspiration catheter was used to remove the thrombus. Plavix use was discontinued after 2 years. Aspirin use was discontinued 2 weeks prior to the event. Patient status reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.